Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, after deployment and closing the footplate, the device became stuck. The proglide was relaxed and the footplate opened/closed with no change. The device was advanced and footplate opened/closed, yet the device remained stuck. Forceps were used to remove the device. It was noticed that the guide was beginning to separate at the elbow. The sutures were tangled [with the proglide] and pulled out of the vessel. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.